Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, it was noted to have a glistening. There was no harm to the pt. The surgeon was unwilling to provide further info.

Manufacturer narrative:
The product was not returned for eval. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. The surgeon was unwilling to provide further info. (B)(4).